Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred; cause unknown. Reportedly, the customer changed supplies to address the issue. There was no reported adverse effect to the customer's blood glucose level.